Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. However, five electronic photos were provided for review. The photos show the powerport attached to a catheter segment and a completely broken catheter segment. Therefore, the investigation is confirmed for the reported fracture, material separation issue. However, the investigation is inconclusive for the reported migration and flushing difficulty, suction issues as the supporting evidence is not available. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: b3, b5, h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one months eighteen days post a port placement in the right side of the chest via the right subclavian vein, the catheter allegedly broke. It was further reported that the blood allegedly could not be returned and the drug could not be injected. Furthermore, the broken catheter segment was allegedly found to be drifted to the patient's right atrium. Reportedly, the catheter was removed by using surgical intervention. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the physical device was not returned for evaluation, five electronic photos were provided for review. The photos show the powerport attached to a catheter segment and a completely broken catheter segment. Therefore, the investigation is confirmed for the reported fracture, material separation issue. However, the investigation is inconclusive for the reported migration and flushing difficulty and suction issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and eighteen days post a port placement in the right side of the chest via the right subclavian vein, the catheter allegedly broke. It was further reported that the blood allegedly could not be returned and the drug could not be injected. Furthermore, the broken catheter segment was allegedly found to be drifted to the patient's right atrium. Reportedly, the catheter was removed by using surgical intervention. The current status of the patient was unknown.

Event description:
It was reported that one month and twenty-two days post a port placement in the right side of the chest via the right subclavian vein, the catheter allegedly broke. It was further reported that the blood allegedly could not be returned and the drug could not be injected. Furthermore, the broken catheter segment was allegedly found to be drifted to the patient's right atrium. Reportedly, the catheter was removed by using surgical intervention. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.